Event description:
It was reported, the patient presented for implant procedure. During surgery, it was discovered, the atrial set screw was stripped and could not be tightened. The procedure was completed with a different pacemaker. The patient was in stable condition.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been sep 19, 2023.

Manufacturer narrative:
The reported event of connections problem was confirmed. The pacemaker was received above elective replacement indicator (eri). The atrial setscrew was unable to untighten upon receipt. Analysis found septum material in inset due to incorrect insertion of torque wrench. The septum material prevented full wrench insertion into the inset and caused stripping. This is consistent with user error, which resulted in the reported event. No device anomalies were found.